Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection, using an implant that was too short.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient later complained of continued right si joint pain. The surgeon determined that the most caudal positioned implant was malpositioned and likely did not cross the si joint. In (B)(6) 2018, the surgeon performed a revision surgery where he removed the implant and replaced it with a new larger ifuse implant in the explant void and added an additional ifuse implant in a more caudal position to help fixate the si joint. The surgeon said that the patient's pain has improved following the revision procedure.